Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module for one patient. The following data was provided: customer¿s reference range: 133 to 146 mmol/l. Sid: (B)(6): initial result = 118 mmol/l; repeat result = 139 mmol/l. There was no impact to patient management reported.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module for one patient. The following data was provided: customer¿s reference range: 133 to 146 mmol/l sid (B)(6): initial result = 118 mmol/l; repeat result = 139 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the high concentration waste was slowly draining due to a latex blockage. The tubing, peristaltic head (rohs) was replaced, and the alinity I processing module, serial (B)(6) function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified. Updated d10 - concomitant product to add tubing, peristaltic head (rohs), 7-202464-01, unkn.